Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had good outcomes with the device up until his audio processor (ap) broke in an accident in (B)(6) 2018. There was no head injury reported. After the audio processor was replaced the user was not satisfied with the benefit he was receiving from the device and reported a gradually decrease in performance. At some point he suddenly lost all hearing sensation (no intermittencies beforehand) with the device and he discontinued using it.

Event description:
The user had good outcomes with the device up until the audio processor (ap) broke in (B)(6) 2018. There was no head injury reported. After the audio processor was replaced the user was not satisfied with the benefit with device and reported a gradually decrease in performance. At some point all hearing sensation with the device was suddenly lost (no intermittencies beforehand) and use of it was discontinued.the audiologist's opinion was that the recipient would not be proceeding with any addition surgeries (explantation or reimplantation). No further information has been received.

Manufacturer narrative:
According to the received information from the field, a technical device failure seems likely as no output could be measured. The onset of the loss of hearing with the device is not clear, but decrease in performance started after replacement of a broken external component due to accident. However, to determine an exact root cause, a device investigation on the explanted device would be necessary. Currently no plans are made for explantation. This a final report.